Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the half height drawer rails were broken. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer rails were broken. A field service engineer replaced the half height legacy drawer, configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.